Event description:
The pump was refilled on (B)(6) 2014 and the patient developed symptoms after the refill. On (B)(6) 2014, the patient presented to the emergency room dizzy, altered and 'acting like a bit of overdose' on pain meds. The emergency room provider suspected it may have been a leak around the pump site and wanted to have the pump turned off. It was later reported that the patient was pretty well under control and something happened when he had the pump filled on (B)(6) 2014. ¿they flushed me out and flushed my system out¿ and the patient got high and it was thought that maybe a little bit came out of the needle into the patient¿s skin. The patient was instructed that if it happened again the next day to go to the emergency room. The patient had called the healthcare provider and told them he thought everything was straightened out, but then, the patient wasn¿t so sure. The patient's wife was afraid he was going to die so she made him go to the hospital on (B)(6) 2014. The company representative came to the hospital and the pump was cut down by 40%. The patient reported that he was hurting pretty bad and can't do anything. The device system was used to deliver dilaudid. It was later reported that following a refill on (B)(6) 2014 the patient reported feeling dizzy and drunk. The pump was accessed again and withdrawal of the instilled meds and lack of pocket fill verified. The patient was observed for a total of 4 hours during which his vital signs remained stable, he was alert and oriented ¿emv remained 15¿. The patient was given a total of 1 liter of normal saline intravenously and he never had any other complaints other than feeling drunk. The issue was resolved; the patient recovered without permanent impairment. A follow-up call was made to the patient on (B)(6) 2014 at 8:12am and the patient reported no problems; he had an uneventful night. The patient called back at 12:41pm stating that he felt ¿drunk¿ again after using the ptm to give a bolus. The patient was instructed to go to the emergency room for evaluation. The device system was used to deliver dilaudid, bupivacaine and baclofen. During the patient¿s evaluation for the ¿drunk¿ feeling, the emergency room provider reduced the patient¿s daily rate by 35%. On (B)(6) 2014, the pump was read and a 20% increase of the emergency room reduction was programmed. The patient recovered without permanent impairment.

Manufacturer narrative:
Product ID 8590-1, lot# n335758, implanted: 2012 (B)(6); product type accessory product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4)